Event description:
In a customer experience survey it was reported a peritoneal dialysis (pd), utilizing a fresenius cycler and products experienced an infection and transitioned to incenter hemodialysis (hd). There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with a hemodialysis registered nurse [(hd)rn] it was stated the outpatient clinic has no record of the patient¿s infection. The hdrn reported the only evidence of an infection was the social worker¿s note that stated the patient¿s pd catheter (not a fresenius product) was removed and the patient was transitioned to in-center hd as a result in may of 2018. No additional information is available as the patient¿s medical records while on peritoneal dialysis had been closed out.

Manufacturer narrative:
Clinical review: in the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.